Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post-operative check. It was noted that the right atrial lead was dislodged and was noted to be in the ventricle. No patient symptoms were reported. The lead was repositioned on (B)(6) 2018. The patient was stable.